Event description:
It was reported via repair work order that the footboard had intermittent power due to bed side footboard connector pins being pushed down and loose. It was also reported that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.